Event description:
The first pmta applicator was placed percutaneously into the target tissue. The ablation procedure parameters were set at 180w for 3 minutes. A high reflected power alarmed instantly. This applicator was then removed and it was noted that the ceramic tip had become detached from the applicator and left in patient. Using a new applicator two ablation procedures were conducted each at 180w for 3 minutes, followed by one track ablation for 1 minute at 120w. A new ablation procedure was initiated but resulted in an instant high reflected power alarm. This applicator was then removed and it was noted that the ceramic tip had become detached from the applicator and left in patient. A new applicator was then inserted for an ablation at 180w for 3 minutes. The high reflected power alarmed instantly. The applicator was then removed and it was noted that the ceramic tip had become detached from the applicator and left in patient. The tip was subsequently removed.